Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 255 mg/dl while wearing the pod for less than 1 hour. Due to elevated bg levels, patient checked the pod and was unsure if the cannula was properly seated in the infusion site.